Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump head malfunction and standby button was unresponsive. Based on the results of the investigation, it is likely the following led to the malfunction: standby button was unresponsive due to component failure of the pump head, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a panel that was out of order. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the flushing pump had a panel that was out of order. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.